Event description:
The pt is reportedly experiencing intermittencies and pain. Approx three months ago, the pt fell and hit their head. The pt was prescribed antibiotics after the head injury. Programming adjustments have been made and the external equipment has been exchanged, however this has not resolved the issue. Advanced bionics is in the process of gathering additional info. Once additional info is received, a supplemental report will be submitted.